Event description:
Sub-q break and embolization of cvc catheter. Catheter was placed in 2001 for chemotherapy for breast cancer. Three months later, it was discovered that the catheter had broken 6" from the end and the loose end was migrating to the heart. Was scheduled for immediate surgery and 3 days later a new catheter was placed. Successfully snared embolized piece of catheter.